Manufacturer narrative:
04-mar-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Male consumer via e-mail stated that the oral-b cross action toothbrush heads did not stay attached to the oral-b professional care 1000 hand piece toothbrush and kept slipping off. No injury was reported. 04-feb-2022 case update: the concomitant product lot was af61731851. No injury was reported. 14-feb-2022 case update: the suspect product lot was h806. No injury was reported. 04-mar-2022 case update: the suspect product was oral-b power rechargeable toothbrush handle 3756 professional care 1000. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via e-mail stated that the oral-b cross action toothbrush heads did not stay attached to the oral-b professional care 1000 hand piece toothbrush and kept slipping off. No injury was reported.